Event description:
It has been reported to philips that the system is unable to make exposure. The device was in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible. Upon troubleshooting, fse found that the issue was due to the detector failure. Fse replaced the detector and calibrated it. After replacement of detector, the system was returned to use in good working order. The codes were updated based on the investigation outcome.